Event description:
Spouse of the home pt (hp) reported the hp felt full when using the homechoice cycler for automated peritoneal dialysis therapy. Hp's spouse related that at the end of automated peritoneal therapy, the hp noted feeling full, however, hp did not manually drain out any fluid. Spouse of the hp related the hp normally performs a manual day exchange at 4:00pm and on the 21st noted that hp drained out 1940ml, which is greater than the 1500ml hp typically drains out. The hp's spouse relates examining the therapy log on the homechoice cycler and noted that the total volume of fluid delivered to the hp was 6998ml, which is greater than the programmed amount of 6500ml. The pt's spouse related feeling the machine had overfilled the hp by 500ml and subsequently requested a replacement homechoice cycler. Hp further relates that hp's husband performs all of the programming of the homechoice cycler, including the nurse's menu settings. According to the hp's spouse, there was no pt injury or medical intervention.